Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -13.0/+2.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Reportedly, the problem from the previous implant was not resolved. See MFR rep# 2023826-2022-00966 for initial lens.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Manufacturer narrative:
B5 - it was later reported that the problem was resolved. Claim#: (B)(4).